Manufacturer narrative:
Correction: upon review, the the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, difficulty to advance the lead in the catheter was noted. The lead was eventually implanted successfully. The patient was stable.